Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the injury experienced by the nurse. This complaint is being reported due to the following conclusion: the nurse sustained a bruise to her finger while maneuvering the psc, was treated with an antibiotic, and an x-ray was performed.

Event description:
It was reported that after completion of a da vinci surgical procedure, a nurse's fingers were injured while maneuvering the patient side cart (psc). According to the initial reporter, the nurse was having difficulty controlling the acceleration of psc and the nurse's fingers were injured because the psc did not stop as the customer had expected. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted due to the reported event. The tse advised the site not to throttle fully when maneuvering the psc backwards. The tse also advised the site to stop the psc when the psc is close to the end of a wall. On (B)(6) 2013 and (B)(6) 2014, isi contacted the initial reporter. The initial reporter explained that the nurse's finger got stuck between a handle on the psc and a wall while trying to move the psc against the wall. He also indicated that the nurse underwent an x-ray and no fractures were found. According to the initial reporter, one of the nurse's fingers was found to be bruised and wrapped in a bandage. The nurse was additionally treated with 3 antibiotic pills.